Event description:
It was reported that the patient got an x-ray to determine if their implantable neurostimulator (ins) was flipped. The x-ray was taken because, the patient had been unable to establish any coupling with their recharger. They were able to use their patient programmer normally. A surgery was performed on 2015 (B)(6) to check the battery. Upon opening the pocket it was confirmed that the battery was flipped. The battery was checked for coupling and the battery was able to pick upa full charge signal. The patient was given instructions on charging again and went home. After the surgery the patient was doing well and receiving therapy.

Manufacturer narrative:
Product ID 3550-29, lot# n449477, implanted: 2015 (B)(6); product type accessory product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 399945, lot# v237429, implanted: 2009 (B)(6); product type lead product ID 3708220, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).